Event description:
The patient had a zenith endovascular stent graft placed 2005 for repair of a aaa. A follow-up exam in december noted a distal type I endoleak. The cause of the endoleak was not known. An iliac leg graft was placed and the leak was resolved.